Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent solo vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent solo vascular stent system products are identified. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an in-stent restenosis occurred approximately one year and eight months post stent placement in the right sfa requiring surgery (type of surgery is unknown). Reportedly, the patient was hospitalized (reason unknown), recovered, and discharged after approximately three days.

Manufacturer narrative:
The lot records of the 6x200 mm stent have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No additional complaints have been previously reported for this lot number. Based on study record and as acknowledged by the study contact of the hospital the reported in-stent restenosis was not located inside the lifestent solo 6x200. Therefore x-ray image review of the 6x200 mm stent, covered by this investigation was not required. Therefore, the alleged in-stent restenosis of a lifestent solo 6x200 mm stent was unconfirmed. It was unknown if the stent involving in-stent restenosis is a c.r. Bard device, and it was unknown if the in-stent restenosis was associated with the placed stent. A definite root cause for the reported event could not be identified. In reviewing the labeling supplied with this product it was found that the IFU sufficiently addresses the potential risk. The IFU states that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Stent deployment procedure was found to be properly addressed in the IFU. The catalog number identified in section has not been cleared in the us, but is similar to the lifestent solo vascular stent system products that are cleared in the us. The 510k number and pro code for the lifestent solo vascular stent system products are identified.

Event description:
It was reported that an in-stent restenosis occurred approximately one year and eight months post stent placement in the right sfa requiring surgery (type of surgery is unknown). Reportedly, the patient was hospitalized (reason unknown), recovered, and discharged after approximately three days. The patient recovered.